Event description:
It was reported that the implant seemed to have moved. The patient couldn¿t feel it like they used to and this started 1 to 1.5 weeks ago. The patient had not had any falls or trauma. The patient asked about weight loss or weight gain and it was nothing but a couple of pounds here and there. One time rolling over in bed the patient rolled over on their implant and it really hurt. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0hkj5, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).